Manufacturer narrative:
Patient demographics received.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reviewed the system logs and it was noted there was a communication problem between the pendant and the motion controller. The firmware on the system was updated. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a spinal case, the imaging system continued to go into "standby" and would need to be restarted 3 times before it became operational. There was no impact to the patient outcome. No complications were reported/anticipated.